Event description:
It was reported via repair work order that the footend lift was stuck in an elevated position, was inoperable, and lost its low height limit due to a bent actuator rod. No adverse consequence or clinically relevant delay in treatment was reported.